Manufacturer narrative:
Concomitant medical products: 419478, lead, implanted: (B)(6) 2008; 5076-45, lead, implanted: (B)(6) 2003; fr995-23, tissue valve, (B)(6) 2003.

Event description:
It was reported that the patient presented to the emergency room because they thought they had been shocked four times. Review of clinical data confirmed there was no evidence of shocks; however, there was oversensing of the right ventricular (rv) lead noted during a high rate non-sustained episode. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a right ventricular (rv) lead integrity alert (lia) was triggered for high-rate non-sustained episodes and high impedance. High impedance was noted on both the right ventricular (rv) and superior vena cava (svc) high voltage coils. The lead was reprogrammed and remains in use.